Manufacturer narrative:
It was reported that the patient was experiencing power switching events and double disconnects.  The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the event file revealed a controller power up event on (B)(6) 2017 at 22:48:46. The data point prior to the controller power up event, at 22:39:27, revealed that (B)(4) was connected to power port 1 with 72% relative state of charge (rsoc) and that (B)(4) was connected to power port 2 with 74% rsoc. The data point after the controller power up event revealed that revealed that (B)(4) was connected to power port 1 with 72% rsoc and that (B)(4) was connected to power port 2 with 70% rsoc. The second controller power up event occurred on (B)(6) 2017 at 12:23:33. The data point prior to the controller power up event, at 12:20:23, revealed that (B)(4) was connected to power port 1 with 72% rsoc and that (B)(4) was connected to power port 2 with 92% rsoc. The data point after the controller power up event revealed that revealed that (B)(4) was connected to power port 1 with 72% rsoc and that (B)(4) was connected to power port 2 with 89% rsoc. A review of the data files revealed several premature power switching events that were most likely due to communication errors between the controller and batteries. The manufacturer has an open internal investigation to evaluate the anomalies of communication errors. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. The most likely root cause of the reported power switching event can be attributed to a communication error between the controller and batteries. The most likely root cause of the reported loss of power can be attributed to a  disconnection of both power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient has been having issues with toggling while the batteries have greater than 25% charge.  The site had changed out batteries prior to this recent incident without the problem being resolved. On (B)(6) 2017, the controller lost complete power when the patient had removed one power source while the other was still connect and had full charge. The site then brought the patient in and changed the controller on (B)(6) 2017. It was stated that the patient was anxious. No additional information available.